Event description:
Consumer reported complaint for dead meter. The customer reported having muscle spasm and tingling in the feet; medical attention was not needed at the time of the call. The battery had been changed the day before. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter powered on using the power button and when the test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 259 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 05/24/2024; product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting ems due to symptoms. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in a follow-up call on 10-mar-2023 to ensure that the customer's condition had improved. Able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated he had called ems the night before. Customer stated that his blood glucose had been high and he had a panic attack because his sugar went high. The customer's blood glucose test result when the ambulance came had been 390 mg/dl and he was giving oxygen. Customer stated ems advised him to drink some of his medicine to lower his blood sugar; ems did not give him anything to lower his blood sugar. Customer did not go to the hospital.

Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation meter was returned for evaluation. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-041: dead battery.